Event description:
It was reported that there was a communication problem. It was noted that the patient had been having difficulties recharging lately. Five days prior to the report, the patient was charging his implantable neurostimulator (ins) for about 7 hours and it would never charge fully but he had to stop because, he was getting uncomfortable. The patient charged it again for another 2 hours the next day. When the patient was recharging he got all 8 coupling bars and would start at half full. On the day prior to the report when the patient went to recharge again, he was not able to start an ins recharge session and only saw the reposition antenna screen on the recharger. It was noted that the patient was not feeling stimulation sensation and had not felt it since around four days prior to the report. It was also noted that the patient was not able to communicate with the patient programmer. The reporter noted that the patient was using a recharging belt. The patient could only recharge while standing up and walked around while recharging. The patient checked it periodically to make sure he had coupling bars. It was noted that the recharger battery level was full at the time of the report and it was confirmed that the patient was placing the recharger antenna directly over the implant site. It was noted that the patient did not note any changes to his ins site. The patient had an appointment in the following week. It was further reported that the recharger was not charging. The reporter noted that the recharger had ¿gone bad.¿ nothing was coming up on the screen and the recharger would not turn on at all. The reporter noted that he had not noticed anything wrong with the connector pin and no shorts were found in the wires or anything. The patient started having problems with the recharger one week prior to the report. They tried resetting the recharger for an hour and it did not work and then tried for another hour and it still did not work. It was further reported that the patient met with the manufacturing representative and the patient was in overdischarge. At the time of the report, they were charging via physician session and there was concern that the recharger was not charging properly as it took a lot longer to charge. It appeared to have occurred through product use. No patient harm reported. Upon device return, analysis found the recharger complaint unverified. The recharger antenna was replaced due to a discolored cable. It was further reported that the overdischarge was confirmed but the number was unknown. The patient let the device go into overdischarge. Several attempts were tried to get the battery functioning but they were not able to. A physician mode recharger (pmr) did not successfully reset the device so the patient was scheduled for a replacement on 2014 (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the surgery took place 2014-(B)(6). The leads stayed and only the battery was replaced. The patient was doing great and was happy with his therapy.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID a01411002, serial# unknown; product type recharger product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Manufacturer narrative:
Analysis of the implantable pulse generator found there was a copper trace anomaly on the hybrid intergraded circuit. The ins was received with no telemetry and no output. A physician mode recharge (pmr) resulted in "invalid serial number" on the 8840 programmer and a 601 error code on the recharger. A normal recharge could not be done to get the ins to a condition where it would have output. Pal analysis confirmed the poor telemetry failure on the bench. The failure was caused by a copper trace anomaly (cta) between the voltage supply trace vdig 2v and the xdma req2 direct memory access request trace on the hybrid¿s scsp. All exposed copper plating bars of the stacked chip scale package (scsp) were contaminated with the wet looking foreign material known as mud cracking residue (mcr).